Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned, mmdg is unable to investigate the complaint. This report is being filed for the delay in therapy that the customer experienced.

Event description:
The initial reporter stated that the pump alarmed an error code 19. They stated that the patient is infusing dobutamine. They reported that the error code resulted in a 10 minute delay of therapy. Mmdg followed up with the initial reporter, who stated that while the patient did experience a delay in therapy, there had been no adverse effects to the patient due to this delay. (B)(4)